Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly blades broke off inside femoral head during normal use.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. An x-ray image was provided and viewed but product was not returned.(B)(4).